Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent total knee procedure on (B)(6) 2018 and barbed suture was used. The tissue sutured was the quad tendon and medial retinaculum (peripatella arthrotomy) for total joints. The suturing started proximal going distal in the surgery with a bite approximately 1 cm from the wound edges. No solutions were used during the wound closures. Following the procedure, the patient slipped when getting into a car and was injured, hyperflexing the knee. The patient underwent a second procedure on (B)(6) 2018 to fix the tear. During the second procedure, it was found quad tendon avulsion off the patella with medial and lateral rent of 2 cm on either side. It was not reported if the suture was found broken during the second procedure. The patient¿s last office visit was (B)(6) 2018, physical therapy has been ordered and the patient remains in knee immobilizer. No additional information was provided.